Event description:
Acif drill bit was bent at distal tip. No mention if it was bent prior to surgery. No patient anatomy provided. Case was complete. Potential cause can be user error for not keeping the axis of the instrument steady while drilling.